Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that a segment of the conductor wire was found to be dislodged from the conductor cap and it was exposed on the outside of the yaw pulley. The wire insulation was not damaged. The instrument passed electrical continuity test. The conductor cap was properly seated within distal clevis as hook moves in yaw. Additional observation not reported by site was main insulation tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were .095 - .165 in length and not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during a davinci si hysterectomy procedure, the customer noted a 'frayed cable' on the permanent cautery hook instrument. No patient harm, adverse outcome or injury was reported.